Event description:
It was reported that a person using an ilet system for less than two days experienced persistent hyperglycemia with blood glucose readings above 400 mg/dl for about one hour, with negative ketones, and no supply changes since initiation; troubleshooting and education were provided, including a full supply change, fingerstick confirmation, avoidance of non-meal announcements, reliance on auto-correction, dietary guidance, and a plan to reassess within two hours. Symptoms included hyperglycemia without ketosis. Outcomes included no hospitalization, continued device use, and user education on corrective actions and backup therapy if needed. Investigation included user counseling, supply replacement, and monitoring for a downward glucose trend to assess infusion site or delivery issues. Investigation of this case revealed an unclear cause of hyperglycemia with a possible infusion site or delivery problem as a contributing factor, though not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.